Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated tot revision; uti; palpable, tender sling; excessive tension on sling. One revision, abdominal, pelvic, and suprapelvic pain, dyspareunia, urinary frequency, gross hematuria, nocturia, dysuria.